Event description:
Reporter stated that the surgeon inserted a intraocular lens into the patient's eye using a indigo-p injector. The lens tore and surgeon removed it without enlarging the incision. No patient injury. Surgery was completed using another lens. Patients preoperative manifest refraction was +1.5- -0.75 x 70 and best corrected visual acuity was 20/50 +3.